Event description:
It was reported that patient underwent partial knee replacement procedure in 2009. During procedure, a bearing labeled as a 5mm was found to be engraved as a 6mm. An alternate bearing was opened for use; a fifty-one (51) minute delay was incurred as a result. Dimensional measurement was performed and found that the bearing meets specifications for a size 5mm as labeled.

Event description:
It was reported that patient underwent partial knee replacement procedure in 2009. During procedure, a bearing labeled as a 5mm was found to be engraved as a 6mm. An alternate bearing was opened for use; a fifty-one (51) minute delay was incurred as a result. Dimensional measurement was performed and found that the bearing meets specifications for a size 5mm as labeled.

Manufacturer narrative:
Manufacturer - the device was manufactured at biomet, but distributed by biomet orthopedics. This report filed may 12, 2009.

Event description:
It was reported that patient underwent partial knee replacement procedure in 2009. During procedure, a bearing labeled as a 5mm was found to be engraved as a 6mm. An alternate bearing was opened for use; a fifty-one (51) minute delay was incurred as a result. Dimensional measurement was performed and found that the bearing meets specifications for a size 5mm as labeled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event. Evaluation of the returned device confirmed that it was etched as a 6mm, however, it measured to be within specification at 5mm as labeled.

Manufacturer narrative:
Follow up report being filed in response to a request for additional information received. This component is part of a four (4) piece lot that was released august 22, 2008. It was confirmed that the implant mould mill operation is a manual process in which the component is placed into a machine for engraving. If the component is not correctly placed into the machine, it could cause the measurement of the component to be inaccurate. This is an isolated incident that only affected this piece. The other units issued to this lot were engraved with the appropriate size.